Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was placed on another ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. As a precaution the cse re-seated the power supply and the inspiratory module. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).